Event description:
It was reported that during a lap cholecystectomy, the clip was not fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results of the device found that it was received in good visual condition. Upon firing of the device, eight conforming clips and two clip ejected were fed. The batch record was reviewed and no anomalies were noted during the manufacturing process.